Manufacturer narrative:
After further review of the complaint, the following sections needed correction with new dates.

Manufacturer narrative:
The reported medfusion pump serial number (B)(4) was returned for investigation. During visual inspection, the returned device was found to have the tamper sticker voided. The pump was in poor condition: the top was chipped and cracked. The left and right plunger cases were damaged. Also the bottom case was cracked. The results of the pump event history log showed that there had been a "check clutch/plunger lever error" in the history. Functional testing was performed and the device replicated the error during occlusion testing. The most probable cause of the error is that the clutch halves are worn from use as the pump is over 10 years old. MFR# clarification: (B)(4).

Event description:
It was reported that while the medfusion pump was being serviced at manufacturer's repair facility, it encountered a check clutch error. No adverse health outcomes were reported.